Manufacturer narrative:
Device analysis: "empty syringe of 0.4 ml received without cap, no needle. No defect observed to syringe."

Event description:
Company representative reported during injection of 1 syringe of juvéderm® ultra xc ¿the needle popped off while injecting." Patient contact was made. No injury to patient, staff, or injector. The packaged needle was used.

Manufacturer narrative:
Further information from the reporter regarding the event, product, or patient details has been requested. No additional information is available at this time. Device labeling: precautions: ¿ juvéderm® ultra xc is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity, and performance of the product and it can therefore no longer be assured. ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. Instructions for use: ¿ if the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle. How supplied: ¿ juvéderm® ultra xc injectable gel is supplied in individual treatment syringes with 30 g needles for single-patient use and ready for injection (implantation). The volume in each syringe is as stated on the syringe label and on the carton. The contents of the syringe are sterile and non-pyrogenic. Do not resterilize. Do not use if package is opened or damaged.

Event description:
Company representative reported during injection of 1 syringe of juvéderm® ultra xc ¿the needle popped off while injecting." Patient contact was made. No injury to patient, staff, or injector. The packaged needle was used.